Event description:
According to the reporter: customer reports that they found a .01mm x .01mm blue plastic shard in patient during a surgery. It was retrieved and placed in sample container labelled foreign body which is being returned for investigation. However, all actual samples used during the surgery were discarded. Customer does not know from which of these 4 items the blue plastic shard could have been from (175770 lot j3h0087x; 179075p lot j3m0448x, 179101 lot j3k0873x, 179103p lot j3f0048x). There was an x-ray done to see if there was a fragment or component left in the patient; result unknown. No information related to patient available. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 10/10/2014.